Manufacturer narrative:
The pod was received with cannula deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No evidence of blood was observed on the received device. No damages were found on fluid path components and bottom housing that would contribute to bleeding/bruising at the pod infusion site. Cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggested that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels ranged from 250 mg/dl to 300 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula was dislodging from the infusion site, causing the pod to leak as well. Bleeding and bruising at the site was also reported. As treatment, a new pod was applied.